Manufacturer narrative:
The device powered up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit received with button error alarm and had unresponsive esc, act and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart error alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and had an unexpected restart alarm. The customer¿s blood glucose was 274 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart alarm and would not turn on. Customer also reported that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.